Event description:
It was reported that during a procedure to treat a diffused de novo long lesion in the proximal left anterior descending artery, pre-dilatation was performed. A 3.5x28 xience prime stent was implanted proximally and a second 3.5x28 xience prime stent was implanted distally to the previously implanted stent. While deploying the second 3.5x28 xience prime stent, a slight dissection occurred. A 3.5x18 xience prime stent was implanted to treat the dissection. A 3.5x15 nc trek balloon catheter was advanced for post-dilatation, multiple attempts were made to cross the lesion, however, the balloon catheter could not cross. Reportedly, the stent balloon was used for post-dilatation. The patient was reported to be stable and doing fine. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted distal to a deployed stent implant. It should be noted that the IFU states: stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent.